Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was to relocate the ipg to a more comfortable location. However, it was confirmed that revision will not take place as the patient was reportedly doing well.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.